Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was still in the shaft after removal. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The interventional procedure used a retrograde approach. A non-cordis short 6f sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard and was securely locked. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The user retracted the device until the indication window changed from black and white to black and black. The indicator window did not show any red color during retraction. They fixed the sheath with the left hand, and pressed the plug unfolding button with the right hand. The button was able to be pressed normally, the user stayed for 5 seconds, and then withdrew the sheath and the device together. After withdrawal, it was found that the bleeding did not stop, and the plug of the device was still in the delivery rod. The sheath was not kinked/bent. Other procedural details were requested but were not provided.. Per preliminary image review, the plug was noted to be partially deployed. Additionally, it was noted that the bleed back indicator and deployment lever were not fully in the deployed state. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) was still in the shaft after removal. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The interventional procedure used a retrograde approach. A non-cordis short 6f sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard and was securely locked. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The user retracted the device until the indication window changed from black and white to black and black. The indicator window did not show any red color during retraction. They fixed the sheath with the left hand and pressed the plug unfolding button with the right hand. The button was able to be pressed normally, the user stayed for 5 seconds, and then withdrew the sheath and the device together. After withdrawal, it was found that the bleeding did not stop, and the plug of the device was still in the delivery rod. The sheath was not kinked/bent. Other procedural details were requested but were not provided. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was depressed, while the guard was locked. The plug was found partially deployed, and the indicator wire was also partially deployed. A non-cordis sheath was returned inserted onto the received unit. The indicator window was observed in the black/white/red position. No additional anomalies were identified during the visual analysis. A deployment simulation evaluation could not be performed, as the deployment lever was already actuated, and the device could not be reset from its current condition. A dimensional analysis of the inner diameter of the delivery shaft was performed using a pin gauge. The result was within specification per the 6f device. Per microscopic analysis, a high magnification evaluation of the internal mechanism was conducted. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was observed as the plug was partially deployed with the deployment button depressed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the inability to deploy the plug from the device reported. However, as the dimensional analysis of the ID was within spec and there were no anomalies noted to the internal components, it is possible that the plug was prematurely swollen within the delivery shaft, which can occur due to procedural factors. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.